Event description:
Many epidural pumps were not delivering the volume of drug that is programmed to be delivered. Cassette manufacturer response for fentanyl 2mcg/ml ¿ ropivacaine 0.1% 200ml cassette, quva pharma (per site reporter). There has been no reported issues of this kind that they are aware. They are willing to help with the investigation.